Event description:
The customer contacted beckman coulter (bec) stating that they noticed blood under the needle cartridge of the coulter lh 750 hematology analyzer when they were running samples. The volume of the leak was about 3 ml and was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat, goggles and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a leak around the base of the bsv (blood sampling valve) and the rinse cup. The fse observed that the rinse cup was over flowing due to an improper drainage. The fse replaced the standard pinch valve with actuator, tubing for valve vl111 and vl13 and the needle pierce cartridge as a pm (preventative maintenance). The fse performed latron primer with no resolution to the drainage of the rinse cup. Upon further inspection, the fse found broken triple valve at vl53b that provide drainage line for the rinse cup and the retic/differential waste drain. The fse replaced and retubed the valve which restored drainage to the rinse and resolved the leak. Failure mode was attributed to improper drainage and broken triple valve at vl53b causing the leak at the base of the bsv and overflowing the rinse cup. (B)(4).